Event description:
Developed necrotizing fasciiitis (flesh eating bacteria). Caused a large erosion as a size of an egg caused by tvt prolene in my uterus in 2006. Done by a urologist in another country, who had been training only 2 days by johnson & johnson, and received a kickback as well, 184 doctors. These doctors do not have the skill for these delicate procedures and I have not been advised before the surgery all about the risks. I had 2nd surgery approx three months later, to remove 4 cm of mesh to close the erosion (for 8 months I bleed every day). My bladder is permanently out of control. My rectum does not function any more and I take, since 2006, laxative every day. My uterus fell against stage 1 . In another country, medical devices do not need to be registered with the dept of health. We are now, women with the same complications. All we need to have 3 to 5 surgeries to fix the damage of these prolene mesh. It is clear we have been "guinea pigs" for johnson & johnson. The cost of these surgeries are very high, and our medical insurance only covers one surgery. Please make an international law to remove all these meshes from all market places and doctors must admit they have done lots of damage to women inside body.